Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent placement of pudendal block, enterocele, posterior colporrhaphy and vault suspension due to symptomatic enterocele, rectocele and vault prolapse . (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent elevate and intexen mesh placements on (B)(6) 2009 due to pop. It was reported that patient underwent lysis of adhesions, lso and mesh removal on (B)(6) 2006 due to extrusion and ovarian cyst. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.